Event description:
It was reported by dealer that the crossbar cannot attach to the back canes due to it is bent. Chair was just received . Dealer does not have someone capable of replacing the back cane must replace entire chair.